Manufacturer narrative:
The reported complaint of balloons ruptured on the icy catheter (lot #86035) was confirmed during visual inspection. The investigation findings revealed that the root cause of the reported complaint was due latent material defect. No other physical damage was observed on the returned catheter. Unable to perform the pressurized functional testing due to the condition in which the returned catheter was received. Manufacturing of all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for icy catheter with lot number 86035.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Per medwatch report #mw5082127, customer reported that the first icy catheter placed was defective with a rupture balloon and had to be replaced over a guidewire. Unclear if fragments of the balloon were retained". No known impact or consequence to patient was reported.